Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the tube had disconnected from the upper y-site. Close visual inspection to the tube revealed that the disconnection occurred most probably due to a low insertion of the tube to the y-site. The root cause is unknown. The reported condition was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a flo-gard solution set in which a separation occurred. According to the report, the set was loose at the connection of the y-site and the tubing. The event occurred during filling. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.